Event description:
It was reported the pt was unable to recharge her ipg. The pt reported she had not used or recharged her ipg in over a year. The pt was scheduled for an appointment with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.